Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4, d10, h3, h6: part: 03.010.045, lot: 1506459, manufacturing site: haegendorf. Release to warehouse date: (B)(6) 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the instrument was received at us customer quality (cq) and upon inspection the distal tab sheared off preventing the device from functioning as intended. No other issues were identified. A device failure was identified. Dimensional inspection: dimensional analysis was not performed due to post manufacturing damage document/specification review: the following drawings were reviewed: insertion handle based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) instruments were noted to be broken during sterile processing. The spring of the flexible shaft connector for use with jacobs chuck came apart while the little square slot of the standard insertion handle that connected to an unknown nail has been broken. There was no patient involvement. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) standard insertion handle. This is report 2 of 2 for complaint (B)(4).